Event description:
Improper lens power was prescribed and implanted, and subsequently exchanged for correct power. Iol exchanged for proper power.

Manufacturer narrative:
Lens exchange occurred in late 2006; reported in 2007. Explanted lens was returned to MFR on the same month. It was examined and determined that the diopter was correct (as labeled). Cosmetic appearance was consistent with handling during the course of implant and subsequent explant. Cause of second surgical intervention is believed to be iatrogenic.